Event description:
No additional information.

Manufacturer narrative:
One sample model 2420-0007, lot 24075414 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was split just below the top ring retainer. No other defects or abnormalities were observed. The customer complaint was verified. Based on the customer words and the location of the separation of the returned sample this is not a manufacturing issue and the most probably cause is use related.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following: it was reported by customer that they have had 2 issues with the alaris pump tubing. Issue 1: tubing became severed at the safety clamp and issue 2: different tubing became severed at the blue connector. Product number: 2420-0007; lot number: 24075414. Customer has product to return if needed. The occurrences were on (B)(6) 2024.